Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with an implantable neurostimulator (ins) for failed back surgery. It was reported that the patient had increase in post implant pain. The patient woke up in severe pain that increased since the implant of the device. Patient has had severe abdominal pain since the initial implant. A CT scan, an MRI, and numerous consults with specialists were performed. Programming and troubleshooting to lessen the pain occurred. The patient could not take the pain any longer and just wanted the implant removed. The device was explanted (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis identified that the returned implantable neurostimulator (B)(4) passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.